Manufacturer narrative:
The device was received and evaluation was completed. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The protonix infusion was set to run @ 12ml/hr. 120ml infused over 4 hours was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had pantoprazole infusion was set to run intravenous fluid at 12 ml/hr and 12ml infused over 4 hours after delivery. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.